Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MFR report#: 2134265-2018-00159. It was reported that balloon entrapment and removal difficulty occurred. The target lesion was located at the non-calcified right coronary artery (rca). A 3.50x20mm synergy ii drug eluting stent delivery system was advanced over a samurai guidewire with complete ease. The stent was deployed and post dilated with the stent balloon. While trying to pull the stent balloon out, it got caught on the samurai guidewire and was not able to come out of the guide catheter. The physician tried to take the wire out hoping it would release some of the stored tension but was unsuccessful. The whole system was removed together. It was noted that the balloon wrapped around the wire and stretched completely. No patient complications were reported and the patient's status was fine.

Event description:
Same case as MFR report#: 2134265-2018-00159. It was reported that balloon entrapment and removal difficulty occurred. The target lesion was located at the non-calcified right coronary artery (rca). A 3.50x20mm synergy ii drug eluting stent delivery system was advanced over a samurai guidewire with complete ease. The stent was deployed and post dilated with the stent balloon. While trying to pull the stent balloon out, it got caught on the samurai guidewire and was not able to come out of the guide catheter. The physician tried to take the wire out hoping it would release some of the stored tension but was unsuccessful. The whole system was removed together. It was noted that the balloon wrapped around the wire and stretched completely. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes. The device was returned in two sections: the first section containing the balloon, tip and stretched inner/outer shaft polymer extrusion and the second section included a stretched port weld area, midshaft, kinked hypotube and undamaged manifold. The stent profile was inspected and the stent was deployed during the procedure and therefore not returned with the device. The balloon profile was visually examined, the balloon was subjected to positive pressure as the stent had been deployed. The balloon wings were opened out from their folded positions and no crimp markings were evident on the balloon wall due to the balloon previously receiving positive pressure. Negative pressure seemed to have been applied and the balloon cone was bunched at the distal end. The entire balloon was covered in hardened medium resembling blood. There was no evidence that the balloon was wrapped around the guidewire. A visual and tactile examination found multiple hypotube kinks along the catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a shaft polymer extrusion break 5 mm distal from the guidewire exchange port exposing the core wire. The guidewire exchange port was torn. The inner polymer extrusion was severely bunched and the inner/outer polymer extrusion was stretched distal to the bi-component bond, there were also multiple shaft polymer extrusion kinks noted. The bi-component bond showed no signs of damage or strain. This type of damage noted on the extrusion is likely to have been caused by excessive tensile force being applied to the delivery system. A visual and tactile examination found slight damage to the tip. Tip damage is consistent with resistance being encountered during advancement. On return, the distal portion of the device was inserted half way into a 6f guide catheter with a 0.014'' guidewire inserted into it. The distal end of the guidewire was not visible i.e. It was not extended from the distal tip; it was within the guidewire lumen in the shaft polymer extrusion. It was not possible to remove the guidewire due to the damage (stretching) to the shaft polymer extrusion. No other issues noted during analysis. Device evaluated by manufacturer: the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).